Event description:
Per information provided: on (B)(6) 2015 - patient was diagnosed with incisional ventral hernia thereby underwent laparoscopic repair with implant of ventralight st with echo ps mesh (device 1 and 2). Per op notes, "the hernia defect was identified and cleared from all adhesions. The defect was extending from slightly above the symphysis pubis upwards. The top component of the hernia was made of a swiss cheese defect. A ventralight st with echo ps (device 1) was placed and secured with multiple tacks and intracorporal stitches. The second mesh ventralight st with echo ps (device 2) was placed to cover the swiss cheese defect above the umbilicus. This overlapped with the lower mesh inferiorly and secured with tacks and sutures." On (B)(6) 2015 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair. Per op notes, "a vertical incision was made over the palpable recurrence. The hernia sac was identified. A loop of bowel was stuck in it with some acute adhesions that was separated. Weakened fascia underneath the defect was opened and snaked between two pieces of mesh, both of which were staying in their place but the bowel was went between them. The bowel was then reduced and sutures were placed between the lower mesh and abdominal wall. Then both meshes were attached with suture. The mesh was irrigated and applied tissue glue between parts of the mesh where there was incomplete adherence to abdominal wall and fascia. The hernia sac was removed and the defect was closed with suture."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2014) is considered to be a best estimate. This emdr represents the ventralight st using echo ps (device 2). An additional supplemental emdr was submitted to represent the ventralight st using echo ps (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.